Event description:
Pump was reported to have declared alarm 20 during pumping. Blood glucose level was reported as not exceeding 500 mg/dl, indicating it remained within a safe range. Caller successfully loaded a new cartridge with assistance and resumed insulin therapy.